Event description:
It was reported that during a da vinci-assisted surgical procedure, the hinge of the force bipolar instrument snapped and the cable broke. The surgeon was unable to control the instrument. The tip of the instrument was at a 90-degree angle, and the surgeon was unable to control the instrument. The cannula was removed with the instrument. The fascia was stretched to get the instrument out. It is unknown at this time was caused the breakage or the extent of the injury. The event caused a 15 minute surgical delay. The procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument, but the failure analysis investigation has not been completed. The event investigation is in progress.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have one bent grip tang, causing the tips to be misaligned. The offset at the tips was 0.64 mm. The grips tang was not found to be cracked. No wire damage was noted.

Event description:
Refer to h11 for follow-up information.